Event description:
It was initially reported that the patient experienced a "burning" in the armpit, with pain radiating down the right arm and into the hand, that began "about an hour and a half ago." The patient was unable to use the hand. The symptoms were unchanged whether or not the stimulation was turned on. The stimulation remained turned on as it was working as it should. There was no known related incident or accident reported. The patient took a "muscle relaxer" that had no effect on the patient's arm pain. The patient had a history of strokes. The patient was encouraged to seek medical attention. It was later reported that the patient had a revision performed due to lead migration. The patient was "fine." Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).